Manufacturer narrative:
(B)(4).

Event description:
The proximal and distal pieces have separated, creating an endoleak. The physician placed a bridging piece (an alpha thoracic piece) to bridge the separation successfully.